Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada alleged a discrepant result for a single patient while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged sample initially generated a positive result for all targets (sars-cov-2, influenza a, influenza b, pan-sarbecovirus). The same sample was retested on a different platform (genexpert) which yielded all negative results. The initial positive results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The curves for these targets appear normal and like they represent low level amplification. Based on the CT values noted especially being so delayed, it is possible this is a sample with targets in the lod range, however, a true flu a/b/sars infection is a rare occurrence. Additionally, it is possible this is a contamination event. It is possible due to the low level contamination/viral material present in the sample when the second aliquot was made to test on genexpert, it was too low of a concentration to be picked up. No product problem was identified. (B)(4).